Manufacturer narrative:
As of 2/01/16, the subject device has not been returned to fmsu-esd for evaluation and requested information associated with the facility's reprocessing practices has not been provided. Although test results have not yet been reported to fmsu-esd, the facility has confirmed that the subject device, a loaner duodenoscope has already been cultured. The patient's physician (dr. (B)(6)) stated "patient had been exposed to several courses of antibiotics prior to procedure as well as several surgeries preceding original presentation. I speculate that the patient was colonized with e coli esbl (+) strain pre-procedural." Although the healthcare facility's investigation is not fully completed yet, the facility reported the cause of the event is "probable seeding of blood stream during procedure from existing colonization in gi tract." If any additional information becomes available after this current submission, a supplemental MDR will be filed. Device not returned as of 01/28/2016.

Event description:
On (B)(6) 2016, (B)(6) initially reported a patient infection detected after an ercp procedure involving a loaner scope provided by fujifilm medical systems u.s.a., inc. - endoscopy division (fmsu-esd). During further discussions with the customer, fmsu-esd qa was informed that the duodenoscope used was isolated and an investigation was being conducted by the facility. Subsequently on (B)(6) 2016, more details were provided whereby the facility's infection prevention practitioner reported that after a stent had been removed during an endoscopic procedure including sphincterotomy, within 2 days a patient presented with symptoms of infection and a blood culture grew e coli esbl. As reported by the facility on (B)(6) 2016: the patient was treated with completed course of antibiotics and resolved all symptoms.